Event description:
It was reported that pump showed only a backlit display with no graphics visible, which affected customer ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode, return of problematic pump within specified timeframe, and setup of pump settings and continuous glucose monitor on replacement device.